Event description:
The facility representative reported a colleague infusion pump with a failure code 810:04 that ws discovered in service that the cause was the ail pcb (air in line printed circuit board) was out of calibration and service recalibrated the ail pcb. The event occurred during product evaluation. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information is available. The user interface module master software version for this device is 6.13.90, categorized as remediated. The user interface module master software version for this device is 6.13.90, categorized as remediated.

Manufacturer narrative:
(B)(4).